Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2016, the rv pacing impedance measured 2945 ohms which was up from a measurement of 2052 on (B)(6) 2014.

Event description:
It was reported that at a device follow up, the pacing impedance on the right ventricular (rv) lead increased gradually and reached a high value. The rv lead remains in use. No patient complications have been reported as a result of this event.